Event description:
The patient presented in clinic due to syncope and loss of consciousness. The device was interrogated and a pacing stimulation issue was noted. The physician suspects premature battery depletion and possible lead fracture. The device and lead was explanted. Further information was requested but not received.